Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a motor error on the insulin pump. Customer's blood glucose was 598 mg/dl. Customer stated that her old insulin pump is giving her a motor error. Customer tried to troubleshoot but the line got disconnected. Customer stated that she has a new pump but has not received training yet. Customer was advised that the pump can't be programmed until she receives training.